Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2022. During the procedure, when the handle was rotated, the bands would not deploy and the ligation could not be performed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6), 2022. During the procedure, when the handle was rotated, the bands would not deploy and the ligation could not be performed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Medical device problem code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator head returned had four bands attached and two deployed bands. The device was observed under magnification, and the handle had marks of insertion of the trip wire. The ligator housing teeth were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing had four bands attached and two deployed bands. Although the analysis of the returned device did not find evidence suggesting that an adverse event occurred due to any problem with the device. Since the returned device had two deployed bands, it is possible that the problem in the deployment of the bands could have occurred due to the manipulation, the technique used, or patient anatomical conditions. The most probable root cause of this complaint is adverse event related to procedure.